Manufacturer narrative:
(Exemption number e2015033). (B)(4). Conclusion: based on additional information received, the patient has an infection on the implant side, which could be confirmed by a positive bacteriological culture. The initiating factors for the reported infection are likely represented by a problem per se with the skin (e.g. Acne, which is caused by the bacteria found on the implant side) combined with repeated scalp trauma. Considering the late post-operative onset of the symptoms (almost 10 years after implantation) and the evidence of a proper sterilization applied at the time of manufacturing, a device contribution to the event can be most likely excluded. In situ testing are within normal limits and the device is still implanted and in use. Re-implantation may be considered, but no date has been scheduled yet.

Event description:
In (B)(6) 2016 the patient reported that the area above the device was sore and that she has felt the device 'rocking' back and forth underneath the skin when putting on the audio processor. Hearing performance was not affected. In (B)(6) 2016 there was no further report of pain. However, pain and swelling were reported again in (B)(6) 2016. Re-implantation is now being considered. As per additional information, a culture positive for infection was taken from the implant site. As of (B)(6) 2017, the patient has still pain and re-implantation surgery is discussed, but no date has been scheduled yet.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In (B)(6) 2016 the patient reported that the area above the device was sore and that she has felt the device 'rocking' back and forth underneath the skin when putting on the audio processor. Hearing performance was not affected. In (B)(6) 2016 there was no further report of pain. However, pain and swelling were reported again in (B)(6) 2016. Re-implantation is now being considered.

Manufacturer narrative:
(Exemption number e2015033). (B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number (B)(4)). According to the received information, the patient was experiencing pain and soreness bilaterally. However, an infection was only confirmed for the left side. The patient has felt the device rocking back and forth underneath the skin when putting on the audio processor. Reportedly, the patient experienced several head injuries/concussions on the right side. These events might have caused the reported problems. Hearing performance was not affected. The device remains implanted and in use for this side. This is a final report.

Event description:
In (B)(6) 2016 the patient reported that the area above the device was sore and that she has felt the device 'rocking' back and forth underneath the skin when putting on the audioprocessor. Hearing performance was not affected. In (B)(6) 2016 there was no further report of pain. However, pain and swelling were reported again in (B)(6) 2016. As of (B)(6) 2017, the patient reported still having soreness at the site and re-implantation surgery was discussed. No plans for re-implantation have been made.